Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was reflux tested. The valve failed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832, with lot cpnbg0, conformed to the specifications when released to stock in 17th june 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient accepted v-p shunt on (B)(6) 2016 with 823832. No abnormal occurred during procedure. The symptom of patient didn't change better and patient returned hospital for re-check. CT report indicated the valve was failure by adjust pressure. On (B)(6) 2016 the surgeon did revision surgery and changed new one to complete. Now the patient is fine. The patient information is unknown.